Event description:
It was reported the patient experienced severe pain "up and down my back" and it was also reported it was believed there was a problem with the intrathecal pump. The drug in the pump was not reported. It was further reported the patient did not have a doctor right now for the pump because the closest one was 200 miles away. It was also reported it was unknown when the pain started, but the patient was still in severe pain. It was noted the patient's primary care doctor gave him oral pain medication prescriptions. It was reported the patient "wanted it out". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient began to have problems with his pump "sticking out" year after it was implanted. Currently the pump was sticking 3 inches out of the patient's stomach and it would pinch the patient when he would bend over. The reporter noted that the patient as (B)(6) pounds. The reporter wanted information on a healthcare provider (hcp) that could take the pump out, implying that the patient did not currently have a hcp. The reporter stated that the pump had delivered bupivacaine, dilaudid and prialt but when the patient relocated the hcp took the bupivacaine and dilaudid out of the pump and left only the prialt. The reporter stated that the pump had been "turned all the way down since 2 years ago." Additional information later reported the patient had not been seen by the hcp since (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).